Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 600mg/dl. The customer was experiencing unexplained high glucose overnight. The customer stated that she received a no delivery alarm before bedtime, and the infusion set was changed. The customer stated that the next morning she woke up with high blood glucose. Troubleshooting was performed. Ran a fixed prime test and the alarm reoccurred. The infusion set was changed and the insulin gets into the tubing, but did not exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.